Event description:
Boston scientific received information that during the implant procedure for this right atrial (ra) lead, a cardiac perforation occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
Available information indicates the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Boston scientific received additional information. The perforation was suspected one day post-implant, when the patient experienced chest pain. At that time, effective ra and rv pacing was observed on ECG. However, later that evening, loss of capture was observed in the rv. External temporary pacing was provided and surgical intervention was performed to resolve the perforation. During the procedure, the physician visualized the helix of the ra lead was outside the heart; the lead tip was pushed back in and the hole was sutured. Five days later, the patient was stable and a lead revision was performed. This ra lead was explanted and replaced with a non-boston scientific lead. Additionally, the rv lead was retained as a guide for a new rv lead, then was cut and discarded. A new boston scientific rv lead was successfully implanted. No additional adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found a cut in the insulation approximately 26cm from the terminal pin and blood within the lead through the cut. The helix was retracted and slightly stretched. The helix mechanism was nonfunctional, likely due to dried blood in the mechanism. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of perforation.